Manufacturer narrative:
The srt replaced the transducer. The electronic patient gas system (epgs) was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the unit could not achieve an acceptable leak rate because the pressure transducer on the air input was leaking air. There was no patient involvement.